Manufacturer narrative:
Company rep corrective action included replacement color interconnect cable. Tested all parameters with line power.

Event description:
Customer reported an intermittent display on the passport 2 monitor, which may have affected pt monitoring. No pt injury reported.